Event description:
During an initial implant procedure, when fixing the right atrial (ra) lead it was noted the helix extended further than expected and the turns of the helix were further apart than expected. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis. Visual and x-ray analysis noted the helix was stretched / damaged as received, therefore the helix mechanism test was unable to be performed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.